Event description:
The spouse of the home pt (hp) reported the hp was overfilled with fluid while using the homechoice cycler for apd therapy. The hp's spouse relates that the hp forgot to open their transfer set after connecting up to the pt line of the homechoice set, which resulted in "check pt line" alarms. The spouse of the hp reported that they "panicked and started pressing buttons on the machine", after which the cycler advanced form the initial drain into fill 1 and delivered the full fill of 2500mls. The hp's spouse related that pt had not drained prior to receiving the fill and felt that they were overfilled with fluid. The hp's spouse placed the cycler into a manual drain until the hp felt less full, removing approx 1354mls of fluid. After the manual drain was completed, the hp continued apd therapy with no further difficulties and there was no pt injury or medical intervention.